Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Lutsky, kevin, f. (2015). Incidence of hardware removal following volar plate fixation of distal radius fracture. J hand surg am. 2015;40(12):2410-2415. This report is for unknown plate, unknown quantity, unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received. This report is being filed after the subsequent review of the following literature article: lutsky, kevin, f. (2015). Incidence of hardware removal following volar plate fixation of distal radius fracture. J hand surg am. 2015;40(12):2410-2415. Between the period of 2009 to 2014, a total of 517 patients underwent volar plate fixation, 143 of whom did not have their hardware removed at the institution and could not be reached for follow-up. Of the remaining 374 patients, 37 (10%) had hardware removed. The hardware removed includes the following types of plates: acumed acu-lock, depuy/biomet dvr, medartis aptus, skeletal dynamics geminus, synthes 2.4 variable angle, tornier coverlock, and trimed volar bearing plate. This is report 2 of 2 for (B)(4). This report is for unknown synthes 2.4 variable angle plate and refers to hardware failure in 4 patients. A copy of the literature article is being submitted with this medwatch.